Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that on (B)(6) 2021, the patient's infusion set's tubing broken at the site. Therefore, her blood glucose level was 350 mg/dl at the time of the event. The infusion set had been used for couple of hours. Moreover, they replaced the infusion set and insulin was resumed successfully. No further information available.